Event description:
Obtained 2nd degree burns to low back area after using product as informed to for 20 minutes/hr x4 hrs on medium heat. Blisters and erythemic tissue present. Very painful. I used this device on myself for chronic muscular low back pain. Always used device as directed to do. Last use was on 04/26/07 when I noted that the plastic had split. Also on this date noted 2nd degree burn to low back at proximal gluteal fold area with erythema and pain. Treated wounds with bacitracin and gauze dressing. Did not seek other medical attention. Prior to this event, I have never rec'd an injury from the device.